Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open. A technical support specialist (tss) remoted into the cabinet and observed that the issue process did not proceed when the customer tapped the issue button. After logging the user out and reviewing the zone settings, it was found that drawer 02 was not set to preselect. Once the zone was corrected, the customer attempted the issue again, and the drawer opened as expected, resolving the problem. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was not selected in the zones as preselect. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was not selected in the zones as preselect. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.